Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has rejected new battery. The customer¿s blood glucose level was unknown. The customer also stated that the insulin pump was hard to read because of scratches. The customer stated that the insulin pump alarms when the pump had 20 units and 10 units are left but not when the insulin pump vile is empty. The insulin pump will not be returned for analysis.